Event description:
It was reported that the lead was capped due to high pacing threshold and high impedance.

Manufacturer narrative:
No medwatch form was received analysis found external insulation abrasions at 10cm and 18.7cm to 19cm from the connector pin. The abrasion found was consistent with the due to friction to the device's can.